Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item#: cp561029,disco xs hum 3.5 x 84mm left; lot#:293850. Item#: cp561027, disco xs ulna 2.5 x 84mm left; lot#: 200670. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately 11 years and 6 months ago the patient underwent a left elbow procedure. The patient was revised approximately 2 years and 6 months ago due to implant backing out. A new implant was implanted.